Event description:
Event 1 [redacted date] mfg 10439072, lot g4146971. The catheter was deemed defective after placement into the patient. Error 6108 appears which was a bad cable connection followed by error 6150. The catheter was removed and replaced with no harm to the patient. Event 2 [redacted date] mfg 10439072, lot g4146701. The handle of the ultrasound catheter malfunctioned during prep. The catheter was removed and replaced with no harm to the patient. Event 3 [redacted date] mfg 10439072, lot g4147821. There was a sensor error with the diagnostic ultrasound catheter after placed into the patient. The catheter was removed and replaced with no harm to the patient. Event 4 [redacted date] mfg 10439072, lot g4147159. There was a sensor on the piu with the diagnostic ultrasound catheter after placement into the patient. The catheter was removed & replaced with no harm to the patient. Manufacturer response for diagnostic ultrasound catheter, diagnostic ultrasound catheter (per site reporter).